Event description:
It was reported that a cgm error 42 occurred during a caller's sensor session. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance on resetting the pump, and after the reset, the pump displayed no further cgm errors, allowing the caller to successfully start their sensor session.